Event description:
It was reported that while the ventilator was connected to a patient, it went into the standby mode and stopped ventilating. The ventilator was replaced. (B)(4).

Manufacturer narrative:
(B)(4).